Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that she was hospitalized twice due to high and low blood glucose. Customer stated that she was hospitalized about 6 months ago due to high blood glucose and dka. Customer stated that about a month ago she fainted and hurt her head due to low blood glucose. Paramedics were called and customer was hospitalized with blood glucose of 70 mg/dl. Nothing further was reported.